Manufacturer narrative:
Additional information added to section d6a/d6b implant and explant dates. The investigation for the reported low pump flow has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on impella cp support, there were suction alarms on the device. Impella flow was reduced over a few hours from p6 to p2. Position was verified and optimized with transthoracic echo (tte) but there was no change. No additional information was provided for the reported event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.